Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region #30 it was verified its loss of osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii and bone graft was executed.